Manufacturer narrative:
An investigation was completed by the solventum quality engineer on 31-jul-2025, including review of the on-site repair and photos. The alleged heat event was confirmed; however, the cause could not be determined. The event was determined to be a malfunction likely to cause serious injury if it were to recur. The bair hugger model 675 was tested for design verification, safety and efficacy to the regulatory standard iec 60601-1, which covers the electrical safety of the model 675 unit (including the required flammability ratings for the 675 enclosure and other components.) Solventum will continue to monitor.

Event description:
On 02-jun-2025, the following information was provided by the hospital representative: the 3m¿ bair hugger¿ warming unit emitted smoke. On 12-jun-2025, the following information was provided by the hospital representative: the 3m¿ bair hugger¿ warming unit was in the room during a surgical procedure. When the device was turned on, it allegedly overheated and emitted smoke. There were no alleged injuries or medical interventions required due to the alleged malfunction.